Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of greater than 125 ohms. It was noted this has been a known issue since 2017. Noise on the shock channel was seen during in-clinic maneuvers. During maneuvers, the impedance was quite stable between 175-195 ohms. All other lead parameters were stable and within normal range. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.